Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008, inratio: 4.5, lab: 3.3.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 4.5, lab: 3.3, mean: 3.9, confident limits: 2.3-5.7. The inratio and lab values are within the confident limits as per the internal procedure.